Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no device history record (DHR) review could be performed. (B)(4).

Event description:
It was reported that a (B)(6) female patient underwent primary breast augmentation with two unknown saline breast prostheses. Patient noticed visible difference in size as the right breast was smaller than the left. Their doctor confirmed right breast prosthesis slow leak. It was also reported that the patient had symptoms consistent with implant-related illness (fatigue, brain fog, hair loss, joint pain, inability to concentrate and weight gain), bilateral breast asymmetry and ptosis. As a result, the patient underwent removal and replacement with mentor saline breast prostheses on (B)(6) 2018. This medwatch form is for the left breast prosthesis.